Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified inner and outer spherical surface damage from attempted implant. Anti rotation scallops, taper wall, and locking feature cutouts have indentation, deformation, and split material damage from attempted implant. No other damage was noted. The dimensions measured were within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined for the liner not assembling. No problem was found with the device regarding the surgeon claim of a manufacturing defect or wispy burr. The device was 100% cmm inspected and visually inspected during manufacturing. All measurements taken were conforming to specification and no damage was noted aside from the damage during attempted use. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 110010243 g7 osseoti 3 hole shell 50mm d 66623544. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 ve liner was not inserted correctly. The surgeon hit it several times but could not insert it correctly. The surgeon confirmed that there was no screw head protrusion or soft tissue intervention, a second hit was made, but the liner would still not insert. The check was repeated, and the liner still failed to insert after the third strike. The surgeon used another g7 ve liner of the same size and confirmed that it was inserted correctly. The surgeon visually examined the ve liner that could not be inserted after the surgery and observed a wispy burr in the scallop area. The surgeon wonders if it is from the hammering of the device or a manufacturer error. The initial cup was implanted into the patient.